Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh, monarc and elevate were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent repair of cystocele and rectocele, vaginal paravaginal repair, graft placement and cystoscopy due to cystocele, rectocele, bladder neck hypermobility, vaginal prolapsed and sui. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding, and dyspareunia.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 02/02/2014. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urgency, retention, urinary tract infection, vaginal itching and burning sensation.